Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the white suture was not received for evaluation, it is not possible to see the condition. The cortical implant only have the green/white suture, and it was frayed. A manufacturing record evaluation was performed for the finished device lot number:7l66340, and no nonconformances were identified. Based on the visual inspection results, this complaint cannot be confirmed. No further procedure information was provided to determine at what point in time this failure occurred. An investigation was made with the manufacturer; as a result, the white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement of adjusting suture loops well the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Since the white suture was not received for evaluation, the pull test is not required. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control, and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU: ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the white loop shortening suture on the rgdloop adjustable stnd device broke while being pulled into the femoral tunnel. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported during an acl reconstruction surgery at hospital, the rigidloop adjustable was used. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. 10-15 minutes was wasted and then another rigidloop adjustable long which was available in set was used. The surgeon did not raise any formal complaint, however, wants to know the reason for the failure of the implant. All precautions and steps needed to use the implants were taken and no sharp objects were there while shortening the loop. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Visual observations revealed that the cortical implant only have the green/white and green suture. The white suture was not in the assembly, it is not possible to see the condition. A manufacturing record evaluation was performed for the finished device lot number:7l66340, and no nonconformances were identified. No further procedure information was provided to determine at what point in time this failure occurred. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A previously investigation was made with the manufacturer; as a result, regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. A specific root cause for the white suture breakage cannot be determined as the suture showed no evidence of the white suture condition, however it is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU 111882 rev. D page 2. 1. Ream 4.5mm passing tunnel and graft socket. 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction. 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture. 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft. 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated. 6. Fixate opposing end of the graft. 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture. 9. Remove the green trailing suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.